Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had up arrow was not working but now working. Customer stated that they tried to change the blood glucose for a bolus manually but it was not making. No harm requiring medical intervention was reported. The device will not be returned for analysis.